Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported. The surgeon inserted size 7 of hybrid type from the right third rib to the second lumbar vertebra and size 9 of veptr of hybrid type from the right second rib to the sacrum. Two blue clips and four gold one were used. Date of implantation unknown. There was a surgical site infection on (B)(6) 2012: the patient had a fever from (B)(6) 2012. Surgeon suspected a urinary-tract infection and/or a surgical sire infection with the insert of this product. Surgeon conducted a course of antibiotics. The antibiotics were dosed from (B)(6) 2012. The doctor checked the infection and it was relieved by a prescription on (B)(6) 2012. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.